Manufacturer narrative:
G4: 28apr2020. B4: 01may2020. H11: b1 and h1 updated: the device was being used for treatment when the reported event occurred; however, there was no patient harm. H10: the reported issue was resolved. The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01aug2020. B4: 04aug2020. A cpu pcba (central processing unit, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed and no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the reported complaint could not be confirmed. No failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13apr2020.

Event description:
The customer reported that the ventilator produced the "ventilator restarted due to anomalies detected during operation" diagnostic code. The customer reported that the unit was in use on a patient during the event and was placed on an alternate ventilator with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out.